Event description:
The site indicated that the stent's length is shorter then 80mm. The product was stored, inspected, handled and prepped according to the IFU. The product was not resterilized. The device was not compressed. The anomaly was discovered when the stent was being placed. The doctor found that the stent could not cover the lesion. No adverse events were reported.

Manufacturer narrative:
This device is not available for testing or evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
The site indicated that the 6 x 80mm smart control stent's length is shorter then 80mm as labeled. The product was stored, inspected, handled and prepped according to the IFU. The product was not resterilized. The anomaly was discovered when the stent was being placed as the doctor found that the stent could not cover the lesion. The device was reportedly not compressed, however, no films of the deployed stent have been provided. Additional information was requested but none was received. There was no reported patient injury. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15642526 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.